Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site (specific date not reported). Subsequently, the patient was placed under local anesthesia on (B)(6) 2025, for a skin revision surgery. During the surgery, a small amount of tissue was removed and the edges were cauterized using silver nitrate. The implanted device remains.